Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Patient underwent revision of the liner 3 years post implantation due to subluxation, pain, and instability.

Manufacturer narrative:
(B)(6). Concomitant medical product: zimmer tm reverse shoulder system poly liner, catalog#: 00434903603, lot#: 62538780; zimmer tm reverse shoulder system glenosphere, catalog#: 00434903611, lot#: 62571033; zimmer tm reverse shoulder system base plate, catalog#: 00434901500, lot#: 62645028. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-02079, and 1822565-2016-02081.

Event description:
It is reported that the patient is experiencing subluxation approximately 2 years post-implantation of a right shoulder arthroplasty. The patient reported that at random times, the shoulder feels like it comes out of the joint. At one year post-implantation, it was noted that the humeral stem went from a neutral position to varus, however it was noted the stem had not subsided or shifted. Patient has been indicated for a revision due to ongoing, worsening instability approximately 3 years post-operatively. The patient was also noted to have deltoid atrophy and subacromial crepitus at 3 year post-operative follow-up. The patient has had pain and some limitations of daily activities continuing since 6 weeks post-operatively.